Manufacturer narrative:
The hill rom tech found the bed lost communication with the power control module due to the communication cable being damaged. A search of the hill-rom maintenance records did not show hill-rom performed any preventive maintenance on this bed. It is unk if the facility performs preventative maintenance on their beds. The tech replaced the communication cable to resolve the issue. Based on this info, no further action is required.

Event description:
Hill-rom received a report from the account stating the sidecom cable on the weight frame junction board has been damaged (no nurse call). The bed was located at the account in the bed shop. There was no pt/user injury reported. (B)(4),